Event description:
New information states that the patient's condition was stable post procedure.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited over sensing. The lead was capped on (B)(6) 2016 and replaced. No additional information was available.